Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads. No damage was noted inside of the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer received multiple alarms on their insulin pump. The customer also reported having a blank display on their insulin pump after the alarms occurred. Troubleshooting found the display did not return after removing the battery for five minutes. It was also found the customer's insulin pump was making a high pitch sound. Additional troubleshooting found the insulin pump kept resetting itself, thus the insulin pump's settings could not be checked. It was also found pressing the act button causes the insulin pump to reset itself. The customer's blood glucose was 138 mg/dl. Customer's insulin pump will be replaced. No additional information provided.